Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was noted that the cause of the loss of stimulation and high impedances were not determined. The manufacturer representative stated that the patient¿s physician was made aware of the issue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative. It was reported that the patient wasn't feeling stimulation when increasing the settings on certain groups. The manufacturer representative interrogated the device and checked impedances. It was noted that electrodes 0, 1, 5, and 6 were found to have impedance values greater than 10,000 ohms. No environmental or external factors were reported that may have led or contributed to the issue. The manufacturer representative programmed around the affected electrodes, which allowed the patient to obtain good coverage and the issue was resolved. No further complications were reported or anticipated. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative. It was reported that the patient was not feeling stimulation on certain programs despite turning the stimulation up to 8 or 9 v. The patient used to be able to feel stimulation at 2 to 4 v. The patient turned the stimulation up to almost max and did not feel stimulation on several programs. It was reported that the patient has had falls. The patient was to meet with a manufacturer representative on (B)(6) 2018. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2018-jun-22 e2 (rep): additional information was reported that the rep was able to program around the high impedance and get bilateral coverage. No further information was reported.